Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up. The right atrial lead exhibited an impedance measurement anomaly and noise. The noise was reproducible with isometric testing. The lead was diagnostically imaged and insulation damage as a result of clavicular crush was suspected. The lead was capped and replaced during a routine device change out procedure. The patient recovered normally and would be monitored.